Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge displayed a 100% charge for approximately 3 days, despite being in use. A review of pump data was performed by tandem technical support; however the reported issue was unable to be confirmed. There was no impact to the customer's blood glucose level.